Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results with patient samples testing positive on the simplexa covid-19 direct assay, but negative on two competitor assays (thermofisher, genexpert). Data from the competitor assays were provided as pictures with specific samples showing as negative on both competitor assays (sample ids: (B)(6)). Sample (B)(6) was only run on the thermofisher assay and resulted negative. Based on the competitor assay pictures, the thermofisher targets are equivalent to the simplexa assay targets (s gene, orf1ab), but the genexpert has different targets (e, n2, and spc). The sensitivity claims and sample preparation methods for the competitor assays are not known. Simplexa assay run files were not provided at the time of complaint entry and were requested on 4/30/21. Batch record review showed the critical component, reaction mix mol4151 lot# x10307n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the first complaint on mol4150 lot# x10250n for suspected false positive results. Follow up report 7/1/21: the customer did not provide the simplexa runs for analysis, nor did they provide their device or the suspected false positive samples. Based on the information provided, a potential cause is the initial samples may have been contaminated, but without the customer's device or patient samples, this potential cause could not be confirmed. Retains were tested on (B)(6) 2021 with 14 replicates of ntc and resulted in zero (0) occurrences of false positives in either target. Issue unconfirmed. The alleged false positives could not be replicated with the ntc testing that mimicked negative sample testing.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results with patient samples testing positive on the simplexa covid-19 direct assay, but negative on two competitor assays (thermofisher, genexpert). Data from the competitor assays were provided as pictures with specific samples showing as negative on both competitor assays (sample ids: (B)(6)). Sample (B)(6) was only run on the thermofisher assay and resulted negative the customer has not returned any issue kits for investigation nor have they provided any patient samples for testing. The customer confirmed the alleged false positive results were not reported to the diagnosing physician due to the lab's protocol on positive results and no alleged harm occurred. Patient samples were collected as nasopharyngeal samples in 3ml of copan utm. Other than patient sample ids, other patient information was not provided.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results with patient samples testing positive on the simplexa covid-19 direct assay, but negative on two competitor assays (thermofisher, genexpert). Data from the competitor assays were provided as pictures with specific samples showing as negative on both competitor assays. Sample ids: (B)(6) sample (B)(6) was only run on the thermofisher assay and resulted negative. Based on the competitor assay pictures, the thermofisher targets are equivalent to the simplexa assay targets (s gene, orf1ab), but the genexpert has different targets (e, n2, and spc). The sensitivity claims and sample preparation methods for the competitor assays are not known. Simplexa assay run files were not provided at the time of complaint entry and were requested on 4/30/2021. Batch record review showed the critical component, reaction mix mol4151 lot# x10307n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retain testing requested on 5/6/2021. This is the first complaint on mol4150 lot# x10250n for suspected false positive results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results with patient samples testing positive on the simplexa covid-19 direct assay, but negative on two competitor assays (thermofisher, genexpert). Data from the competitor assays were provided as pictures with specific samples showing as negative on both competitor assays. Sample ids: (B)(6). Sample (B)(6) was only run on the thermofisher assay and resulted negative the customer has not returned any issue kits for investigation nor have they provided any patient samples for testing. The customer confirmed the allaged false positive results were not reported to the diagnosing physician due to the lab's protocol on positive results and no alleged harm occurred. Patient samples were collected as nasopharyngeal samples in 3ml of copan utm. Other than patient sample ids, other patient information was not provided.